Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an intraocular lens model zmb00 was explanted from the right eye of a male patient because the physician implanted the incorrect diopter power. There was no incision enlargement, no vitrectomy, and no patient injury. Patient is doing well. No other information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed. Manufacturing records review: a review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured and released within specifications. A search on complaints related to the production order revealed no other complaints for the production order. The miq (measure/inspection/quality) result was reviewed and the this lens belongs to diopter 21.5 which was within specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provide instructions and precautions for the proper use and handling of the product. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.